Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratch lens. There was evidence of the error recorded in the event history log. The reported problem was duplicated during functional test. The investigation found that a system fault (software related) had caused the reported issue. For corrective action, preventative maintenance was performed. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system fault. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.